Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported event (gas leakage from the pneumoperitoneum apparatus) likely occurred due to a defective decompression valve. However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the physician was preparing to perform laparoscopic surgery on the patient with the high flow insufflation unit. Prior to the surgery, it was discovered that the pressure reducing valve of the laparoscopic pneumoperitoneum machine was leaking. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.